Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number provided does not exist for catalog# 050-87216 provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered on the inside of the cassette door of their cycler after ending a patient¿s pd treatment. The pdrn reported that the patient was receiving a patient line is blocked (soft alarm) prior to the leak because the patient was laying on the patient line. The alarm cleared when the patient repositioned off of the patient line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Additional information has been requested, however to date has not been received.